Event description:
A malfunction alarm was reported with a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and planned to call back to continue troubleshooting after obtaining a pump charger. Follow up attempts made patient was not available.